Event description:
Additional information was received that during the implant of the 34 mm valve, the second valve was loaded onto a different delivery catheter system (dcs) and not the same dcs used with the first valve. No misloads was identified for either valve loads. Per the physician, valvular calcification contributed to the infolding of the valves. Following the implant procedure, computed tomography (CT) and neurological assessment confirmed a stroke in the right hemiplegia. An unspecified permanent injury was observed and no treatment was reported. Per the physician, there was a possibility that the medtronic or non-medtronic dcs' caused or contributed to the stroke.

Manufacturer narrative:
Updated data: outcome attributed to adverse event b5 - event description d10 - concomitant product continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop34, serial/lot #: (B)(6); ubd: 08-nov-2023, UDI#: (B)(4); product ID: d-evprop34, patient code, method code for concomitant device additional codes - imf code product analysis: the concomitant device(s) (d-evprop34 lot #0011494827) was discarded and (d-evprop34 lot #) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated, device returned to manufacturer and eval summary attached h6 - method, result and conclusion codes h10 - product analysis: upon receipt at medtronic¿s quality laboratory, the two evproplus-34 valves were received via track and trace (tnt) inside small hospital specimen containers filled with cloudy red unknown solution. As the containers were not labeled with product identifiers (serial numbers), they were labeled as valve a for serial number (B)(6) and valve b for serial number (B)(6) . Valve a: all leaflets were flexible and intact. As received, two leaflets were in a closed position while the other leaflet was open towards the frame wall. All commissures were intact. The valve was placed in a cold saline bath to perform loading simulation per a ppropriate instructions for use (IFU). Upon loading, both frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered th e commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve to complete loading simulation; no visual or tactile anomalies were noted. The valve was then deployed in a warm sal ine bath to perform deployment simulation. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was fully deployed; no anomalies were noted during the complete deployment of the valve. Valve b: all leaflets were flexible and intact. Creases were found on all leaflets. As received, two leaflets were partially open while one leaflet was in a closed position. All commissures were intact. The frame was received in a slight compressed stated with the inflow aspect exhibiting an elliptical appearance. The valve was submerged in warm saline to reset the frame. The valve was placed in a cold saline bath to perform loading simulation per appropriate IFU. Upon loading, both frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve to complete loading simulation; no visual or tactile anomalies were noted. The valve was then deployed in a warm saline bath to perform deployment simulation. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were observed. The valve was fully deployed; no anomalies were noted during the complete deployment of the valve. Conclusion: the device history record (f200862) and frame record (1362859) were reviewed and showed that this device met all manufac turing specifications for product released for distribution. The device history record (f200885) and frame record (1362854) were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. Following the implant procedure, computed tomography (CT) and neurological assessment confirmed a stroke in the right hemiplegia. St roke is a known potential adverse effect per the device IFU. A variety of factors can influence the onset of stroke. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, valvular calcification contributed to the infolding of the valves. The infolding was likely related to patient anatomical factors and/or procedural factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description d10 - product ID: d-evprop34, serial/lot #: (B)(6), ubd: 08-nov-2023, UDI#: (B)(4); product analysis: the concomitant device(s) (d-evprop34 lot #0011494827) was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the reported unspecified permanent injury was the right hemiplegia.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was recaptured for repositioning. Upon redeployment, infolding occurred. Subsequently, the physician withdrew the valve system from the patient and the infolded valve was not used. A second 34 mm valve was loaded into the same delivery catheter system (dcs) that was used with the first valve. Upon first deployment of the second valve, infolding also occurred. Again, the physician withdrew the valve system from the patient. The medtronic valve system was exchanged for a 29 mm non-medtronic transcatheter valve system. The procedure was completed. However, at an unspecified time after the procedure, the patient presented with a stroke with consequences. No further details were provided. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-34, serial/lot #: (B)(6), ubd: 11-oct-2023, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.